Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal therapy. The dose and concentration were unknown. The indication for use was movement disorders. It was reported that the patient's pump pocket was red and leaking bodily fluid. The hcp called the pocket "contaminated" but not infected. There was no device issue. The plan was to remove the pump and make a new pocket on the other side of the patient's body on the night of (B)(6) 2017. It was not known if the whole catheter would be replaced or just a portion. There was no out of box failure reported. There was no medical or therapy problem associated with small parts reported. It was unknown when the patient first started experiencing these issues.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) on 2017-mar-03. It was reported that the patient had an infection in the pump pocket and that was the reason that the pump was replaced. The hcp stated that the new pump was placed by another surgeon. The hcp was not sure of the cause of the infection, but stated that they did not believe that the pump itself was contaminated as the source of the infection. Testing via cultures of the pump pocket revealed (B)(6). The patient was not known to have (B)(6) prior to pump placement. The onset of the patient¿s symptoms of infection (pocket red and leaking) was not known as the hcp could not open the patient¿s chart. The patient was subsequently treated with two intensive rounds of antibiotics, which reportedly did not help. The hcp had no additional information at the time. There were no further complications reported.